Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficulty placing the lead. The lead helix took an excessive number of turns to deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead became extrinsically distorted due to flattening. The distal conductor was flattened. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that there was tool marks visible on the outer insulation that caused proximal and distal conductor to flat, and the inner insulation to breach. The lead body damage prevented transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficulty placing the lead. The lead helix would not extend after an excessive number of turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.